Event description:
A charging cable was reported as being hot to the touch. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to monitor the system and to call back if the issue recurs.